Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint was confirmed during initial functional testing. The air trap sensor tunnels were cleaned from contamination to remedy the fault. The root cause was due to start- up kit (suk) air trap leak. The system has passed the final functional testing and met all the manufacturing specifications. A review of the event log was performed and no anomalies were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
A patient was hospitalized post cardiac arrest and an intravascular temperature management was needed. A zoll catheter was inserted into the right femoral vein. The insertion was smooth. The indwell time of the catheter was approximately 20 hours. During therapy, an air trap alarm was noted due to start-up kit (suk) air trap leak. The console and suk were replaced to continue with therapy. No patient consequences due to the reported event.